Event description:
Pressure wire would not connect to equipment to perform measurements "connection unstable". Used another wire to complete procedure. This has been reported to the manufacturer, they issued (B)(6), and are sending no charge replacement. Manufacturer response for omni pressure guide wire, omniwire (per site reporter) send report to rep (redacted name) (B)(6) issued, no charge replacement be sent on (B)(4).